Event description:
The customer reported being hospitalized due to low blood glucose of 10mg/dl. The caller stated that after changing the infusion set her blood glucose went over 600mg/dl. The customer stated that after the bolus did not work, she treated with a manual injection, which caused her glucose level to drop. The customer mentioned that during her low blood glucose episode she had a heart attack, and the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.